Manufacturer narrative:
The device has not been returned for evaluation. A revision surgery took place on 2/21/14 to correct the reported event. As of this report date, fusion of the affected spinal segments has occurred. Review of labeling notes: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries" "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation" .

Event description:
On (B)(6) 2013 a (B)(6) male patient underwent a 3-level procedure from c4 to c7. During the 6-month follow-up appointment radiographic review noted that a screw at the c7 level had loosened. A revision surgery took place on (B)(6) 2014 to correct the reported event. The patient is doing well post revision. No patient injury reported.